Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache, tingling in the throat and excessive coughing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having a stint put in his artery and kidney failure. The patient also alleged of having difficulty breathing/short of breath. The device was evaluated in a authorized service center. The external and internal aspect of the device was inspected and there was no particle contamination was observed. The device's downloaded logs were reviewed by the manufacturer. There was no error found and the device was scrapped. Section h6 was updated in this report.